Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needles from the multiclix lancet drum are breaking off into the customer's finger. The customer has been pulling out the lancets and has not required treatment. No other actions were reported. No adverse event reported. A request was made for the return of the suspect device.